Event description:
It was reported that: "after the coil was placed and seated in the vessel when place another coil on top of the 5mm heilcal listed above it floated up into the hepatic. While it was being snared the coil broke apart and came out into two pieces." 31aug2022, additional information - "can you confirm there were no further complications with the patient? Not during the case. Can you provide more details about the procedure? How many coils were used to treat the site? A total of three coils were used but two had to be snared and only one stayed implanted. How many coils were planted before the reported coil? The coils that migrated was the second coil used and floated while the third coil was being placed. Was the entrance of the aneurysm wide, causing the coil to migrate out of the treatment site? This was not an aneurysm it was a gda vessel." 22sep2022 - additional information received from the issuer: "there we no more complications after the coils were completely snared."

Manufacturer narrative:
Balt USA reference #: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Upon initial notification of the incident, it was reported that the device was available for analysis. After performing several follow ups to obtain the device for analysis, balt was notified on 28oct2022 that the device is no longer available for analysis. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220100388 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "after the coil was placed and seated in the vessel when place another coil on top of the 5mm heilcal listed above it floated up into the hepatic. While it was being snared the coil broke apart and came out into two pieces." 31aug2022, additional information - "can you confirm there were no further complications with the patient? Not during the case. Can you provide more details about the procedure? How many coils were used to treat the site? A total of three coils were used but two had to be snared and only one stayed implanted. How many coils were planted before the reported coil? The coils that migrated was the second coil used and floated while the third coil was being placed. Was the entrance of the aneurysm wide, causing the coil to migrate out of the treatment site? This was not an aneurysm it was a gda vessel." 22sep2022 - additional information received from the issuer: "there we no more complications after the coils were completely snared."

Manufacturer narrative:
Balt USA reference#: (B)(4). Investigation pending physical device return for anlaysis. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.